Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes: tired, dry mouth, and thirst and meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 04-jun-2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated that she was feeling tired and shaky and advised that she vomited that morning. Customer stated that she was able to get her mounjaro yesterday but did not go to her doctor¿s office. Customer stated that the nurse called in a prescription for insulin to the pharmacy. Customer stated the pharmacy had also called and advised that the mounjaro was approved, so customer had picked it up and taken it. Customer's blood glucose test result that morning using the true metrix meter was 206 mg/dl fasting. Note 2: manufacturer contacted customer in a follow-up call on 05-jun-2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated that she is feeling side effects of the mounjaro and it is not a diabetic symptom. No medical intervention since the last call was reported.

Event description:
Consumer initially called for assistance with setting the time and date. During the call, a blood test was performed by the customer non-fasting and produced test result of 506 mg/dl using true metrix meter. Customer stated that she is feeling tired, has dry mouth and is consistently taking sips of water. Customer stated that she called her doctor's office and is awaiting a call back. Customer advised that she is going to go to her doctor's office and see if he wants her to go to the hospital or to see if they can give her anything to lower her blood sugar. No further information was able to be obtained.